Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.20mm x 12mm fg emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and it was noted that the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.20mm x 12mm fg emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and it was noted that the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Visual inspection revealed that the tip of the device was damaged. Microscopic inspection revealed that there was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. A pinhole was found to the balloon, located at the markerband.